Event description:
(B)(4), per dealer this unit is brand new out of box with an overheating issue. The unit had 4 hours on it from factory and at 4.8, the unit was intermittently alarming. It was extremely hot to the touch and the cord was soft like it got too hot.